Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for interstim - other. It was reported that the reason for the call was the patient said the stimulator was debilitating to them. The stimulator had not worked in a number of years, and they had not had time to have it taken out. They wanted to know if someone had the serial or model number, their name, and a phone number, could they hack into their stimulator? They said it was like their home was tapped. They said they were mentally sane. They were not schizophrenic and they did not have have bi-polar disorder. They were hearing voices like you could never believe. Their partner had heard the stuff too, but not like the patient had. They heard the voices say they opened up the patient's stimulator. They were so disturbed they got nothing done. They could not eat and had lost weight. They heard it in their car. They ended up choking on their food. They were on high blood pressure medications and always had it under control, and now it was not under control and they had to go to a cardiologist. It was "like entering into [their] ears." They were getting stressed, which was causing the raspiness in their voice on the phone. It would get so bad they screamed and yelled to try and get them back out. It happened in the car, going to the bathroom, or taking a shower. It was like they were bouncing around. The patient heard one loud rumbling sound and they heard a man say, "oh, I moved the desk from one side to the other." The patient said they had been to the police and the fbi. The help line talked with technical services and confirmed with the patient that there was not a way for someone to be hacking into their stimulator. The patient said they had to go to the bathroom and hung up. No additional information was able to be obtained.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.